Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous shunt vessel. The 10.0 x 20/80 sterling over-the-wire balloon catheter was advanced to the lesion. Upon the first inflation, the balloon ruptured at 12 atmospheres. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was reported as 'good'.

Manufacturer narrative:
(B)(4): the complaint device was not returned for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)